Event description:
The customer claims that the zipper teeth are missing on the side panel. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Zipper teeth missing. Results: eval of the returned product found that only window a, was received and the elements are separated on the window zipper. (B) (4).